Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing problem and the right atrial (ra) lead exhibited high thresholds. It was found that the ra lead had dislodged and was located in the ventricle. The ra lead was programmed off and the ipg was reprogrammed. A surgery has been planned to reposition the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.